Event description:
An account stated that the brakes on this stretcher would no longer hold. No injuries were reported.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher, which has the potential to cause serious injury. The technician replaced a missing clevis pin in order to resolve the problem.